Manufacturer narrative:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes. The device was returned for evaluation and analysis confirmed the plate tack broke in the middle of the threads. The olive wire is provided to customers within a sterile kit (sn22) and marked single use. The UDI referenced is for the sterile kit, sn22, the product is distributed within. The device history records were reviewed for all possible lots and no issues were identified that could have contributed to what was reported. Based on the analysis and available information, it is likely the technique utilized applied additional forces or bending stresses to the device or it broke due to impact with another device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes.